Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that therapy stopped due to a power on reset (por). It was noted that the por was not related to an overdischarge event. The patient is a welder and its possible that welding could have caused the por. It was an informational por. It was stated that when they weld they turned the implantable neurostimulator (ins) off and does not drape any cords around themselves. They were able to successfully clear the por code and stated that the stimulator was working at the time of the report. It was advised that if it occurred again they consult with their health care professional (hcp). Other relevant medical history includes chronic low back pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.